Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer confirmed that the device will not be returning for further evaluation. Therefore root cause cannot be determined. However, the customer stated that the respiratory therapist performed peep (positive end-expiratory pressure) verification test which gave a monitored value of 2cmh2o on analyzer 3.6cmh2o. The rt also performed transducer calibration and also replaced flow sensor and exhalation valve. Additional fcv (forced vital capacity) exercise for 30 minutes and fcv characterization. The ventilator passed calibration but failed three times to exv (electronic expansion valve) and also vent inop alarm came up. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that there is a peep (positive end-expiratory pressure) out of range and vent inop alarm on the avea ventilator. The customer confirmed that there was no patient involvement associated with the reported event.